Event description:
Boston scientific received information that the patient implanted with this device was bent over at the waist and reportedly experienced syncope. The patient was brought to the emergency room (ER), where a ventricular fibrillation (vf) arrhythmia was observed. The patient's wife reported that the device had shocked the patient. The device was interrogated and the patient was reportedly stable and was released from the ER. No further complications were reported.

Manufacturer narrative:
All available information indicates that the product remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.